Manufacturer narrative:
The event of "exposure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported an event about 3 years after xen® gts implantation in unknown eye described as "an extrusion on a thin conjunctiva" and the device will have to be explanted. Device remains implanted at this time. Patient lost all vision in eye, which has been deemed to not be device related.